Manufacturer narrative:
The facility discarded the inoue balloon catheter used in this patient, therefore it is impossible to investigate it anymore. We investigated the manufacturing record of the lot used in this patient and we have confirmed that there was nothing wrong in the manufacturing record. We judged that this event is not caused by manufacturing process based on the investigation of manufacturing record. Instructions for use have already mentioned about this event. Considering the above, we have judged that it is not necessary to take any corrective actions.

Event description:
The doctor inflated the balloon 3 times, injection volume was 22/23/23/ ml respectively. On the second inflation there was mild mitral regurgitation. During the third inflation the balloon fully expanded. Checked for mitral regurgitation and it was wide open with the a2 leaflet flailing due to a ruptured cordae. This patient received an intra aortic balloon pump to decrease the left ventricular pressure and demand. It was decided by doctors to wait until the next day for the valve replacement. The patient had already received 4 hours of anesthesia. The procedure of valve replacement was successful and patient is doing well. It was not a balloon issue. The patient measured for a 26 mm balloon. She is 152 cm.